Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump was constantly turning off. The customer also reported that her blood glucose reading is always off from the readings given by the insulin pump. The customer stated that the insulin pump would warn her that her blood sugar is low when it was fine. She also stated that her insulin pump would also randomly suspend her basal rate, leading her to have high blood glucose. No additional information provided.